Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery with mild calcification. Pre-dilatation was performed and the 3.0 x 12 mm xience prime stent delivery system (sds) was advanced; however, it was noted that during advancement, the stent dislodged onto the sds. There was no resistance noted. The entire system was removed with the stent, without resistance. After removal, it was noted that the proximal end of the stent was flared. A new 3.0 x 12 mm xience was used to complete the procedure successfully. There no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight, guide cath: ebu 3.5 (6f). Evaluation summary: the device was returned for evaluation. The stent damage and stent dislodgement were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.